Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, noise were noted. Troubleshooting options were discussed and recommended. The plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.